Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a no delivery alarm during a manual prime. Customer stated they tried two new infusion sets and one new reservoir in attempt to resolve the alarm. Customer reported a leak was present on the infusion set. The customer's blood glucose was 64 mg/dl. Customer stated the alarm was resolved by a complete set change. The customer agreed to return the product for analysis.